Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar fixation and fusion surgery at lumbar level due to lumbar degenerative. Intra-op, lumbar vertebra crosslink crew nut was broken. No fragment of the implant are remaining in the patient body and there were no patient symptoms or complications reported as a result of this event.